Event description:
It was reported that the patient experienced low blood glucose while using the ilet system with an fsl3+ continuous glucose monitor (cgm), after eating only lunch with some cheese crackers and forgetting to announce the meal, which led to corrective dosing without a corresponding meal announcement; the lowest cgm reading reported was 53 mg/dl, and the patient treated the event with oral glucose in the form of orange juice. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included the need for medication intervention via oral glucose. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure, specifically failure to follow instructions regarding meal announcement, with the user interface as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.